Manufacturer narrative:
The device was not returned. Review of installation records showed the system meet all requirement for accuracy. Logfile analysis was performed and it was noted that the patient may have moved during scanning. No device issues were found that could lead to the loss of accuracy. It is possible that when hand torquing the implant, it skyved into original osteotomy that was more buccal, but surgeon had only moved plan 0.8mm more palatal, and implant accuracy results shows almost 3mm off laterally. A definitive root cause could not be determined. Possible root causes for the loss of accuracy could be associated with a shift in the chairside patient splint (cps), user error, or loss of system calibration. Review of following cases showed the system passed landmark check. No further injury or additional medical intervention was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that one of the implants perforated the buccal wall. User placed additional bone on buccal wall to cover the apex. During the procedure, the user changed plan several times in between drills to move implant bodily more palatal and to tilt implant palatal. The user also placed implant robotically to around 3mm depth before hand torquing to final depth. All system components were reviewed and they were all confirmed to be correctly attached to the system. No further injury or additional medical intervention was reported as a result of this event.